Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the iol was fine and each haptic had a normal bulb. The surgeon then noticed an extra bulb on the edge of the optic. The surgeon was able to easily remove the extra piece, and there were no issues. The original iol remained in the eye, and only the extra piece was removed. There was no patient harm. Additional information was received stating that, in the surgeon's opinion, a small remnant of the end of a haptic was present on the optic. Both haptics of the implanted lens was intact, and the surgeon considered that the remnant originated from another lens, which caused or contributed to the event.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. A photo was provided. The photo showed an implanted single-piece lens. One haptic was visible folded over the optic. The second haptic was not pictured. Ther appeared to be a broken haptic tip on the anterior surface at the edge of the optic. No determination can be made from the photo. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).